Event description:
Additional information was received from a company representative (rep) indicated she just got the product back from the hospital and was sending the pump back for analysis on the date of this report. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID :8780, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. This patient was described as extremely scoliotic, so catheter placement was a struggle to begin with. The patient got good relief until recently and a nurse practitioner had reported volume discrepancies to the managing physician. The company representative had supported a dye study that was performed with the patient standing because of the inability to lay flat on the table. The physician was unable to aspirate, so the plan was to increase the dose 10% and have the patient return in 4 days. In the meantime, they were looking for a surgeon willing and able to revise the catheter. When the patient returned on (B)(6) 2019, there was no better pain relief. The nurse increased 5 % and was having the patient return to the office on (B)(6) 2019. The hope was to do small increases over the next week or two to determine if this could be remedied without surgical intervention. The next refill was scheduled right before (B)(6).

Manufacturer narrative:
Continuation of d11: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type catheter. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the catheter was occluded.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the increased dose was not helping. The patient was referred to another surgeon for a catheter revision. The healthcare professional (hcp) attempted a dye study and believed he drew back serous fluid and not cerebrospinal fluid. It was reported that the whole system would be replaced, and at the time of the report there were no pump alarms. No further complications were reported.

Manufacturer narrative:
H3: analysis of the pump identified no anomalies. Analysis of the catheter identified no significant anomalies. A tear was noted in the seal of the catheter's sutureless connector near the guide ring. H6: the previously reported evaluation codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving clonidine, bupivacaine, and dilaudid via an implantable pump for spinal pain. The concentration of dilaudid was 0.5 mg/ml; however, other drug concentrations and dose rates regarding the pump medications were unknown. It was reported that the company representative was contacted yesterday ((B)(6) 2019) to assist with performing a dye study today. A nurse told the company representative that in the last 2-3 refills there have been volume discrepancies of 2 to 3 ml; further details were noted as having been unknown. The dates of the refills / event were unknown. A dye study was attempted on (B)(6) 2019 and they were not able to aspirate cerebrospinal fluid (csf) easily. It was further noted that they got back a little bit of what they thought was serous fluid with the aspiration. The physician did not believe it was csf. The patient did not start having an increase in pain until this "last refill", so the physician decided to first begin with just doing a 10% increase on the daily dose. The patient was to be seen again on (B)(6) 2019. No further patient complications have been reported as a result of this event. It was further noted that the patient had a lot of co-morbidities, so they wanted to try to resolve without doing any surgery yet.